Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's touch screen was unable to work properly as the cursor moved by itself after the most recent software update. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's touch screen was unable to work properly, as the cursor moved by itself after the most recent software update. There was no autonomous cursor movement observed during the incoming inspection. It was noted that there was an error code in the software history. The stylus was obsolete; the white tubing was shrunk. However, the stylus was working. Additionally, it was noted that the card bus release pin was broken. The cooling fan was noisy. An electromagnetic interference repair has been performed as a preventive measure to avoid the screen issues with the installed finger touch functionality. All the defective parts were replaced. The stylus was calibrated. The software was reinstalled and updated to the newest version. The programmer then passed the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.